Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a hematoma at the ipg site following a procedure to add a lead. Additional information indicates on (B)(6) 2019, the hematoma was drained and resolved and the ipg is still implanted and working well.